Event description:
A physician used two admiral xtreme pta balloon catheters to treat a lesion located in the sfa of the left leg of a patient. The use of devices was successful; however it was reported that during treatment, a dissection (type c) occurred. The dissection was treated with a non-medtronic stent. The patient was discharged home the next day. Approximately 12 months post the index procedure a revascularization of the distal sfa was carried out due to restenosis. Treatment included pta and drug eluting balloon. Investigator reported that the event was not related to the study device but definitely related to the study procedure. The patient recovered.

Event description:
Confirmation received that one admiral xtreme pta balloon catheter was used during the index procedure, not two as previously reported. 2 dilatations were performed with the same balloon. The investigator assessed that the dissection which occurred during the index procedure was not related to the study device but was definitely related to the study procedure.

Manufacturer narrative:
Results: inherent risk of procedure (dissection). (B)(4).